Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5 12.1, -11.50/3.0/086 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
This product is not marketed in the u.s. Claim#: (B)(4).